Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. The device was explanted on (B)(6) 2024. Re-implantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on february 26, 2024.

Manufacturer narrative:
It was also reported that the patient was administered with IV antibiotics (specific date and duration not reported). This report is submitted on march 04, 2024.

Manufacturer narrative:
This report is submitted on january 22, 2024.

Event description:
Per the clinic, the patient experienced extrusion of the implant (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.